Event description:
Patient implanted with left proximal tibia liss plate fixation on (B)(6) 2012 returned to the surgeon complaining about the plate protruding through the skin. Reportedly an exam on unknown date indicated fracture was healed. Surgeon returned the patient to the o.r. On (B)(6) 2012 for removal of the liss plate and screws. During the removal it was found that four of the screws had become cold-welded to the plate. The surgeon broke three screwdrivers, two conical extraction screws and one t-handle in trying to remove the cold-welded screws. Surgeon had to drill out the four screws to remove the plate. All screw shaft fragments were confirmed as retrieved. Other screws in the plate were removed without difficulty. The surgeon completed the procedure, and the patient is reportedly recovering well. This is 6 of 10 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
(B)(4): cold welded, galled, stuck screws can be an issue with titanium plates and screws. This issue has been studied numerous times internally and within the peer reviewed literature with mixed beliefs as to the cause. One is that during screw insertion, the screws are over torqued causing a galling situation and the other is that bio integration, bone in-growth, protein bridging, can cause the screws to stick. The design risk assessment is adequate for the intended use. (B)(4): placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. The screw shows wear but still is functional. Microscopic investigation shows article no. (B)(4) and lot number 2748693. The screw passed the required functional test successfully. It was possible to screw, lock and unlock it into the undamaged threaded holes of the plate. The DHR review shows that the device met the specifications at the time of manufacturing in june 2011. Deemed indeterminate from a manufacturing standpoint.